Manufacturer narrative:
Ref e-complaint - (B)(4). Investigation: x-inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals similar issues. This unit was manufactured in 1995. Service & repair confirmed the unit was not functioning to specifications and intermittent. This unit was manufactured with the previous version of the main board and obsolete. No additional information on this unit would be relevant to the updated version of the board that was later used on p/n 909075. Additionally, the 909075 quantum 2000 devices were discontinued. A root cause is not available for this unit. Given the age of the device a potential root cause may be normal wear and tear on a component of the main board. Correction and/or corrective action: the customer was informed a repair would not be economically sensible. The customer opted to have the unit returned to them 'as is'. No applicable correction available to train to. Was the complaint confirmed? Yes. Preventative action activity: coopersurgical will monitor and trend to coopersurgical continuous improvement plan (cip).

Event description:
Customer stated "intermittent patient grounding pad errors". Reference repair order: (B)(4). Ref. E-complaint - (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Customer stated "intermittent patient grounding pad errors". Reference repair order: 92068. (B)(4).